Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's right atrial (ra) lead was found to have exhibited far field over-sensing, resulting in inappropriate automatic mode switch. The cause of the malfunction was alleged to be due to the implanted position of the ra lead. No intervention was reported. The patient was stable throughout.